Event description:
It was reported that mild asymmetric lens vault was noted approximately 6 weeks post implant. The patient noticed a decrease in vision. Yag procedure was performed. The surgeon indicated that in his opinion likely cause of the event was posterior capsular contraction. The patient's current prognosis was described as good. This report pertains to the patient's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.